Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, observed a scratch on lenses. Additional information was received stating that the lens was inserted and removed during the initial procedure and was completed on the same day without any impact on the patient.